Manufacturer narrative:
This supplemental report is being submitted to additional information. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The subject device was not returned to the omsc for evaluation. The exact cause of the reported event could not be conclusively determined, however, based upon the information from olympus australia (oaz), there was the possibility that this phenomenon was attributed to the damage of the ccd. Also there was the possibility that the damage of ccd was attributed to the accidental failure, or the physical impact due to the inappropriate handling by the user.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image was not displayed during the dilation and curettage procedure using the subject device. The user facility completed the procedure using a similar device. Olympus (B)(4) checked the subject device and found that the video plug was cracked and the ccd was damaged. Other detailed information was not provided. There was no report of patient injury associated with the event.